Event description:
Intuitive surgical, inc. (Isi) received the cautery spatula tip (tip) as a discrepant RMA along with the product returned under patient identifier (B)(6) . There was no alleged malfunction or patient injury reported against this product. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cautery spatula tip (tip) as an unrequested RMA. Although there was no alleged malfunction reported against this product, an investigation was completed. Visual inspection of the accessory found thermal damage at the proximal tip (located at the bottom). The tip exhibited signs of charring and melting, which is indicative of arcing from the instrument that was used when the accessory was installed. No piece was found to be missing.